Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 393 mg/dl after disconnecting from the ilet for several hours to shovel snow and shower, then reconnecting and observing infusion site leakage that was attributed to not pausing the pump; glucose continued to rise for over an hour after reconnection, and a complete supply change was recommended. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with instructions to perform a full supply change. Investigation included customer service troubleshooting. Investigation of this case revealed a cause unclear for hyperglycemia, with a suspected infusion issue related to disconnection and potential site leakage; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.